Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had battery issue. Batteries were not holding a charge. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: e1(event site telephone:+(B)(6) additional point of contact name: (B)(6) e-mail address: (B)(6) a getinge field service engineer (fse) evaluated the iabp unit and found that batteries were not holding a charge. To fix the issue, replaced both batteries and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.